Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
On the left side of the chair on the brake assembly, the piece that looks like the teeth have broken off and won't engage.